Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed no delivery during the displacement and excessive no delivery test due to faulty force sensor resistor. No motor error alarm during our testing and the motor passed motor test. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.